Manufacturer narrative:
Customer's observation was not replicated in-house with retention devices. Retention devices were tested with in-house drug free donor urine; all cocaine (coc) results were negative at 5 min read time and met qc specification. No false positive results were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined based on the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Event occurred in the (B)(6). False positive cocaine results were reported on patients; no confirmation testing information was provided; no further patient information provided. (Note: this MDR filing is due to the device being the same or similar as a device available in the us.)